Event description:
Pharmacist of the facility reported to baxter (B)(6) of an all in one empty container with connector in which pharmacist observed an unknown particle inside the solution bag. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One unused sample was available for evaluation. A visual inspection was performed and no defects were observed. No particulate matter was discovered inside the all in one bag. The reported condition was not confirmed. No other tests were performed. The assignable root cause for the reported condition is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.